Manufacturer narrative:
(B)(4). The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.25 x 18 xience xpedition stent delivery system (sds) was selected for the procedure. Following removal of the protective sheath with no unusual resistance felt, the stent implant was found to be dislodged from the balloon and was found in the protective sheath. The sds was not used in the procedure. A new unspecified sds was used to successfully complete the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stent dislodgement was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there were crimp marks visible on the balloon and in between markers suggesting the stent was originally positioned correctly and securely at the time of manufacture, it is likely that inadvertent mishandling during unpackaging, during sheath removal and/or during preparation for use resulted in the noted stretched and prolapsed outer member and ultimately resulted in the reported stent dislodgment. There is no indication of a product quality issue with respect to manufacture, design or labeling.